Event description:
I have done lasik on my eyes, but I fell into depression due to its adverse effects of impaired vision causing depression and anxiety. I am no longer enjoying my life. I think lasik should be banned. (B)(6) eye care.